Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not available and the lot number was unknown; therefore, a device analysis could not be completed. However, a leak was reported, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home choice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during last fill of peritoneal dialysis (pd) therapy. The home patient had already disconnected all supplies and cycled the power off prior to contacting renal therapy services (rts). During the troubleshooting, it was reported that there was a leak from an unspecified location that led to this alarm. The location of the leak could not be determined; however, fluid was discovered under the machine. Rts advised the patient to call their pd nurse in the morning and went over proper procedures per the user manual with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.